Event description:
It was reported that the t:slim x2 pump battery was not charging and the pump screen remained dark. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try different charging methods and confirmed that the pump did not begin charging even after troubleshooting. Reportedly, the customer reverted to an alternate form of insulin therapy.